Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump and that the insulin gauge was fluctuating. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged usb damage issue was verified. Based on the analysis, the alleged insulin gauge issue could not be verified.